Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports the patient had a urodynamics study which involves removing the catheter placed 3 days prior. Upon deflating the balloon on the catheter 7ml of saline was retrieved. The customer expected 10ml but drawing further produced nothing. Gentle movement determined that the balloon hadn¿t fully deflated. The physician assistant then manipulated the catheter and could visually see and feel the balloon at the top of his penile shaft. It was clear that it wasn¿t fully deflated so he cut the end off the catheter to release the fluid from the balloon but it did not drain/deflate. With gentle pressure and maneuvering and relaxing of the patient the catheter passed down the urethra. The urethra was then flexi cystoscoped to determine damage. With minor trauma and minor bleeding, a new catheter was placed to allow time for the urethra to heal/settle.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A decontaminated sample was received at the plant for the investigation. During the investigation, the sample was subjected to both an inflation test and deflation test. 10 ml of water was used to inflate the balloon as recommended in the specification. The sample was able to inflate, but it was unable to deflate as per normal practice. The reported condition was confirmed. The sample was dissected, and the dimensions of the dink was found to not meet the specification (minimum 1mm). This caused the dink to collapse and block the water inside the balloon from flowing out through the airline, thus cause the non deflation issue. The most probable root cause of the dink not meeting the specifications is due to manufacturing error when the operation clipped the dink hole leading to the hole not rounded as per specification (minimum 1mm) causing the tubing to detach from the inlet port. A root cause analysis indicated that this occurred during our manufacturing process. This complaint will be reviewed with all related operators for manufacturing awareness and a refresher training on the dinking process. This complaint will be recorded for tracking and trending purposes.